Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
A technician reports the laser bed shut down and would not move. Additional info from the surgeon indicated a 'large framed' pt was on the bed and possibly made contact with the ir pod which triggered the safety switch. Technical services was contacted and helped the site reactivate the bed and move it into position. The site was able to continue with the treatment with only a 5 minute delay. The pt's treatment was completed and no other problems occurred. No pt harm reported. At one day post-op pt was 20/20 in both eyes.